Manufacturer narrative:
Two samples from two different bleedings of the patient were sent for investigation. The high ft4 values obtained by the customer were not reproduced, possibly due to multiple freeze/thaw cycles of the sample. An interfering factor to a component of the ft4 reagent was found. This interference is documented in product labeling. The incidence rate of the interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of discrepant results for multiple samples on one patient tested with the elecsys ft4 ii assay and tsh assay. The results were reported to the treating physician who stated the ft4 results from the roche method did not fit the clinical picture of the patient. The samples were tested on other platforms; those results did fit the patient¿s clinical picture. There was no allegation of an adverse event. The lot numbers and expiration dates of the reagents were requested but not provided. The customer used a cobas 8000 e 602 module.the serial number was requested but was not provided.